Event description:
Caller alleged inaccuracy with inratio. Results as follow: date: 2007; inratio: 2.1; lab: 9.1. Date: next day: 3.2; inratio: 3.2; lab: 7.1.

Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time of complaint was filed: date: 2007; inratio: 2.1; lab: 9.1; mean: 5.6; confidence limits: unable to be determined (12 hrs apart). Date: next day; inratio: 3.2; lab: 7.1; mean: 5.15; confidence limits: unable to be determined. Per internal procedure, the mean of the inratio meter and comparative system inr were calculated. For the data set dated the day before3, based on text, the time between test samples was 12 hrs. Per tr, a valid comparison between test is 3 hrs or less. Therefore, further testing is not required at this time. Per internal procedure, the mean of the inratio meter and comparative system inr were calculated. For the data set dated in 2007, per tr, the readings are considered inaccurate based on "area outside the acceptance region" table. The results are considered discrepant within the context of the documented variability for inr testing. Therefore, further testing is required at this time.